Event description:
It was reported that the pump was removed due to a very bad infection. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported the patient's infection occurred "upon removal" of the "failed" pump. It was also reported the pump had "collapsed." The patient was "finally done receiving antibiotics" as of the date of the report. It was noted the patient had been in the hospital most of the time or in assisted living due to the complication from the "failure" of the pump.

Event description:
Additional information: the last refill was on (B)(6) 2012. Perioperative antibiotics were administered. The onset date was noted as (B)(6) 2012. The signs and symptoms were pain, drainage and incisional wound opening. The primary location of the infection was the device pocket. A culture was negative for (B)(6). Treatment included both oral and intravenous (IV) antibiotics, and total device system explant. The patient also had the risk factors of cad, copd (o2 dependent) history of poor wound healing and a pacemaker. The patient outcome was noted as ongoing. The pump contained dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; catheter: model: 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk; catheter: model: 8540, lot# cs1560, implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4)